Event description:
During a cystoscopy procedure, as the dr was raising a dornier urotract table with the foot control, some resistance was felt and heard while raising the table. At this time the upper horizontal arm of the polaris centra-mounted surgical light broke, roughly 8" from the center hub. The light assembly fell, staff was able to catch the light as it grazed the pt's leg. X-rays indicated no broken bones or other injuries. No other injuries reported. Event occurred at the end of the procedure.